Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not recognize te) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was an defective u612 inverting charge pump that caused damaged to the c655 on the ca board. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump no adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize therapy electrodes.